Manufacturer narrative:
Continued from patient identifier -ds. Covid patient. Respiratory failure. Although requested, sex, race and ethnicity were not provided. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that versed (midazolam 100ml) free flowed while the pump was powered off. The nurse primed verse, inserted into the pump, programmed the channel to infuse 1ml/hr, powered off and connected it to the patient's intravenous (IV) line in order to be ready when the patient needed it. Another nurse noted that the infusion was infusing rapidly. It was noted that nearly all the versed infused while the pump was powered off. The patient was intubated at the time of the event so there did not appear to be any patient to the harm.

Event description:
It was reported that versed (midazolam 100ml) free flowed while the pump was powered off. The nurse primed verse, inserted into the pump, programmed the channel to infuse 1ml/hr, powered off and connected it to the patient's intravenous (IV) line in order to be ready when the patient needed it. Another nurse noted that the infusion was infusing rapidly. It was noted that nearly all the versed infused while the pump was powered off. The event occurred in the intensive care unit (ICU). The patient was intubated at the time of the event so there did not appear to be any patient to the harm. It was later reported that life-threatening outcome occurred due to the event.

Event description:
It was reported that versed (midazolam 100ml) free flowed while the pump was powered off. The nurse primed verse, inserted into the pump, programmed the channel to infuse 1ml/hr, powered off and connected it to the patient's intravenous (IV) line in order to be ready when the patient needed it. Another nurse noted that the infusion was infusing rapidly. It was noted that nearly all the versed infused while the pump was powered off. The event occurred in the intensive care unit (ICU). The patient was intubated at the time of the event so there did not appear to be any patient to the harm. It was later reported that life-threatening outcome occurred due to the event.

Manufacturer narrative:
E4 - no, d10-add 8015 (sn(B)(6)); 8100 (sn(B)(6)); 2420-007 (lot# 20105260) an external and internal inspection of the customer¿s incident pump identified the male and female iui with signs of unidentified film contaminants on the connector contact pins. The bezel date code was noted (B)(6) 2019. No other obvious issues or anomalies were identified with the device during the inspection log analysis results: results from a review of the logs identified the reported infusion starting on (B)(6) 2021 at 10:19 am and ending at 10:20 am when channeled off by the user. The total pvi was noted at 0.01ml. Prior to the reported date of the complaint, the pcu was powered up on (B)(6) 2021 at 9:22 am with the profile ¿adult¿ in use. It was also noted that prior to the infusion the pump was removed and added four different times. A flow stop open alarm was recorded 16 seconds before the infusion was started. It is suspected that this is the time when the administration was loaded into the pump. The infusion consisted of a basic infusion with a rate of 1ml/h and a vtbi of 50mls. The pvi was noted at 0.0ml. Test results: results from a timed rate accuracy test demonstrated the source device is in specification. Worse case sear functional testing demonstrated the pump module failing with the use of low sorbing sets during open sear testing of 6 out of the 10 test trials. However, it should be noted that during testing and with the use of the returned incident set, the sear has engaged and activated the safety clamp fitment without issues. Measurement analysis of the IV set silicon segment showed the incident set¿s metrology to be in specification. Device history review: a review of the device history record showed the device had a manufacture date of 07/08/2019. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The device history record for primary set model 2420-0007 lot# 20105260 was performed. The search showed that a total of (B)(4) units in 1 lot were built on 01 october 2020. The root cause of the customer¿s experience with an over infusion was not determined as a result of this investigation. The source pump module demonstrated to be in specification and operating as intended. The customer¿s reported complaint of an over infusion of midazolam (versed) was not replicated when testing the source device during the investigation. Based on log analysis results, the reported infusion was confirmed occurring on (B)(6) 2021 starting at 10:19 am and ending at 10:20 am when channeled off by the user. The total pvi was noted at 0.01ml. Test results from the over infusion test method performed on the source device, consisting of a 1-hour rate accuracy test, demonstrated the pump module operating in specifications. The incident administration set was not identified with any leaks, damage or any other anomaly that may have attributed to the reported incident. Results from the administration set¿s silicone segment measurements found the set within specifications. The pump module infusion was being used for treatment. The mechanism assembly was disassembled during the internal inspection of the investigation and will be replaced by service. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material.